Manufacturer narrative:
An event regarding packaging damage involving a triathlon baseplate was reported. The event was confirmed. Method & results: device evaluation and results:based on the visual inspection of the returned packaging it appears that this component was subjected to excessive/inappropriate handling which subsequently allowed relative movement between the device and its packaging causing scuffing within the inner blister. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: based on the visual inspection of the returned packaging it appears that this component was subjected to excessive/inappropriate handling which subsequently allowed relative movement between the device and its packaging causing scuffing within the inner blister. No further investigation for this event is possible at this time.

Event description:
During the implant timeout, we noticed that the implant packaging from national loaners appeared to be compromised. We opened anyway and noticed a white film on the inner packaging and on the keel of the implant. The scrub tech passed off the implant and we opened another.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During the implant timeout, we noticed that the implant packaging from national loaners appeared to be compromised. We opened anyway and noticed a white film on the inner packaging and on the keel of the implant. The scrub tech passed off the implant and we opened another.